Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for normal device change procedure. During the procedure, the physician implanted a new left ventricular (lv) lead and right atrial (ra) lead. Once the ra lead was placed, asystole was observed on the surface electrocardiogram; crosstalk was occurring on the implantable cardioverter defibrillator. The device was reprogrammed and the ra lead was attempted to be repositioned. As the ra lead was repositioned, the lv lead dislodged. The physician repositioned the lv lead and the ra lead, however the lv lead dislodged again. Both leads were positioned successfully and crosstalk was no longer observed. The patient would continue to be monitored.